Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the monopolar curved scissor's instrument tip cover accessory was burned through the insulation. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and the tip cover accessory were inspected prior to use. There was no arcing observed. The black char was present prior to the instrument being washed. The instrument did not collide with any other instrument or tool during the procedure and there were no problems removing the instrument through the cannula. The issue was noticed at the end of the case; therefore, the same instrument was used to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found the distal end of the mcs tip cover exhibited localized melting, which is indicative of arcing. The site also returned the mcs instrument that is believed to have been used in conjunction with the mcs tip cover accessory. The mcs tip cover accessory was installed on the returned mcs instrument but there were no char marks found on the instrument. The mcs instrument was also tested, and failure analysis did not find any issues. Review of the provided image is consistent with the customer alleged complaint of burned through insulation.